Event description:
It was reported that during a procedure to treat a lesion in the obtuse marginal to the circumflex, a 2.5x12 rx xience v stent delivery system (sds), 2.5x18 otw xience v sds, and 3.5x12 otw xience v sds were advanced but could not cross the lesion. A non-abbott stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed the 2.5 x 12 mm xience v sds was returned with the stent dislodged. The distal end of the stent was at the proximal seal. Additional reported information indicates that the stent had dislodged and remained on the proximal shaft during the attempt to cross the lesion. The sds and dislodged stent were removed from the patient anatomy without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent implant was dislodged from the balloon and additional information from the account revealed that it occurred during the attempt to advance/cross the lesion. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.